Event description:
The customer reported unexpected negative reactions on the echo. A patient sample known to contain anti-k was negative for antibody screen run on the echo. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen(3), lot r039, used by the customer at the time of the event. The customer did not return sample for investigation testing.